Manufacturer narrative:
The company service representative examined the system and the reported event was confirmed. The event was attributed to some electrical noise while performing testing. The company service representative moved the system to a different electrical outlet and the system functioned normally. The system was then tested and met all product specifications. The system was manufactured on january 22, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the facility non-conforming electrical outlet. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system read incorrect values. Additional information has been requested.